Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units of insulin, and the insulin gauge displayed 80 units. The customer's blood glucose level was 136 mg/dl. As the customer did not have supplies available at the time of the call, the customer confirmed that a new cartridge would be loaded onto the pump.